Event description:
It was reported that during a colectomy, the stapler did not staple completely leaving part of the rectal segment open.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. How was the case completed? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/06/2023 d4: batch # 408a89 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as the hand releases it, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples and cut line may be compromised. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 408a89, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/22/2023 additional information was received and one device will returning.